Event description:
Dealer put 400 lb. End user in a loaner jazzy model 1100 (maximum weight capacity is 300 lb.) Until the end user ordered jazzy model 1170 arrived. User tipped forward in loaner model 1100 causing the end user to fall out of device resulting in a cut to the left leg (requiring seven stitches) which later became infected.